Event description:
Sixteen months after the procedure the pt developed angina pectoris and was admitted to the hosp. Angiography demonstrated thrombus in the cypher implanted in the first diagonal branch. The thrombus was treated with aspiration and poba (details were unknown). Physician's comment: the cause of the thrombotic event was because the stents were implanted by y-stenting for the small vessel (first diagnonal branch) and the pt had diabetes.

Manufacturer narrative:
The target lesion was mid left anterior descending (lad) artery and the first diagonal branch artery. Both lesions were de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lad lesion length was 20mm and vessel diameter was 2.5mm. For first diagonal, the lesion length was 13mm and vessel diameter. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/20mm) at 8atm for 20 seconds. 1st cypher (2.5/23mm) was implanted at 16 atmospheres for 20 seconds at lad. The second cypher (2.5/23mm) was implanted at 16 atmospheres for 20 seconds at the first diagonal branch. The two stents were implanted by y-stenting. Post-dilation was conducted with a balloon (2.5/20mm) and with a sds balloon (2.5/25mm)at 6 atmospheres for 20 seconds. Ivus was not conducted. The residual stenosis was 25% for the lad and 0% for first diagonal branch. Timi flow for the pre and post procedure was 3. Act was not measured. The product will not be returned for eval and testing. Additional info will be submitted within 30 days upon receipt. This device, cjs23250, is not distributed in the USA; however, it is similar to USA product cxs23350.